Event description:
It was reported that undersensing was observed on the right ventricular (rv) lead when programmed in a bipolar configuration and the patient had experienced an inappropriate shock for t-wave oversensing (twos) misdetected as ventricular fibrillation (vf). During an in-clinic interrogation, twos was observed when the lead was programmed to bipolar sensing but was not present when programmed rv tip-to-rv coil. The representative initially sought discussion of potential reasons for undersensing of a measured r-wave amplitudewhen programmed bipolar recent remote transmissions noted no twos on current egms when programmed rv tip-to-rv coil. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.